Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the left common femoral artery. Following the deployment, the patient experienced pain and hypotension. A retroperitoneal bleed was confirmed, and treatment consisted of a blood transfusion. The treatment was successful and the event was resolved.